Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that they were unable to fire monopolar energy from the integrated electrosurgical unit (iesu) erbe generator. They were getting repeated errors. Prior to calling in, they tried rebooting the erbe generator and it faulted as soon as it was powered up. The tse had them both power cycle the system and the erbe generator and cycle the main breaker on the console with no change. The customer had an external backup generator (force triad). The tse assisted the customer with switching over to the external backup generator and the customer was continuing with the procedure. No further issue was reported. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the erbe generator to resolve the issue. Afterwards, the fse test drove the system and fired energy successfully. The system was verified as ready for use.intuitive surgical, inc. (Isi) received the erbe generator to perform failure analysis. However analysis is not yet completed. A follow up MDR will be submitted with analysis findings. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The m-02 and m-03 errors were triggered on startup on the in-house system. Additional information was also obtained from the customer regarding the reported event. The event was confirmed to have taken place during a hysterectomy procedure. The system was inspected prior to use and no issues were noted. The procedure was completed robotically with a force triad generator. There was no injury to the patient. Patient demographic information was provided.

Event description:
Refer to h10/h11 for follow-up information.